Manufacturer narrative:
The investigation for the reported high purge pressure has been completed. Neither the impella device nor the data logs were returned for evaluation. Additionally, clinical details provided were limited to determine the root cause. Therefore, the root cause of the high purge pressure could not be determined. Added-b1-selected adverse event, b2-selected death and added date of death, b5-mso review, h6 impact code 4644, h6 impact code 1802 corrections to the initial MFR report: h1-type of reportable event changed to death.

Event description:
It was further reported that care was withdrawn and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that there is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella 5.5 with smartassist & impella cp with smartassist for use during cardiogenic shock section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
The complainant had an impella cp pump placed along with ECMO to support a 64-year-old male patient admitted suffering from an acute myocardial infarction / cardiogenic shock (ami/cgs). The cp was placed as escalation from the intra-aortic balloon pump (iabp). The team found high purge pressures/purge blocked after 12 days of support. The team used tissue plasminogen activator (tpa) in the purge to troubleshoot.